Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Programming checked. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Ran 7.2 test with reservoir in pump and lead screw rotated completely. Pump passed high pressure test.